Event description:
When releasing the biliary stent, the releasing system broke -> no more control of the release. Impossibility to remove the stent. Current condition of the patient: no serious consequences: the stent finally deployed on its own and in the right place. Device available for investigation. Actions taken in the establishment:increased monitoring during similar procedures. "As per complaint form": at the moment of the biliary prosthesis, the system of release has broken: more no control of the width. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'flexor breaking during deployment (incl. Flexor/handle separation)' and "stent elongation". No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation the zib6-40-10-8.0 device of lot number c1584191 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Information was provided stating that the "user may have done a wrong manipulation". The additional information received indicated that the target lesion was not crossed with the complaint device but the stent was still deployed within the patient. As per the instructions for use for this device this would be considered user error or a "wrong manipulation". However, clarification was requested from the customer regarding this information and it was determined that this information was inaccurate. The imaging review for this file also confirmed that the device did cross the target lesion and the stent was in the correct location for beginning deployment. Upon requesting further clarification of what was meant by "user may have done a wrong manipulation" it was confirmed that the delivery system malfunctioned due to improper handling of the doctor during the procedure. Further clarification regarding what the doctor may have done to was not provided. Document review: prior to distribution zib6-40-10-8.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-10-8.0 of lot number c1584191 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1584191. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer (ref att. 'Pr 269134 imaging review ver1'): impression: delivery system failure cannot be confirmed. The only finding indicating any difficulty was stent elongation to 94mm. This provided stent coverage approximately 14mm superior the cbd stenosis. This could be viewed as a favorable event because malignant biliary stenoses tend to recur at the margins as well as within. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the user error and/or excessive force due to difficult patient anatomy. It is known that the user handled the device incorrectly resulting in the delivery system malfunctioning during advancement/deployment. It is not known what "incorrect manipulation" was performed by the user to result in this failure however a possible root cause could be attributed to the user manipulating the device during advancement/deployment. This may have resulted in the outer sheath separating and may also have contributed to premature deployment mentioned. From the information provided it is known that the stenosis in the main bile duct was tight. It is also possible, as per the imaging review, that access to the target location may have been somewhat tortuous as a result of advancing the delivery system ¿through the skin, between the ribs and into a peripheral right biliary duct.¿ it is also possible, along with user error, that advancement of the device through a difficult patient anatomy also contributed to the issues encountered. The flexor (outer sheath) separating from the handle would have prevented the user from completely deploying the stent (without retracting the entire system) to complete the procedure. As a result, the user had to retract the delivery system to release the rest of the stent. It is likely that this resulted in the elongation of the stent. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When releasing the biliary stent, the releasing system broke, no more control of the release. Impossibility to remove the stent. Current condition of the patient: no serious consequences: the stent finally deployed on its own and in the right place. Device available for investigation. Actions taken in the establishment:increased monitoring during similar procedures. "As per complaint form": at the moment of the biliary prosthesis, the system of release has broken, more no control of the width.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When releasing the biliary stent, the releasing system broke no more control of the release. Impossibility to remove the stent. Current condition of the patient: no serious consequences: the stent finally deployed on its own and in the right place. Device available for investigation. Actions taken in the establishment:increased monitoring during similar procedures. "As per complaint form": at the moment of the biliary prosthesis, the system of release has broken more no control of the width. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of 'flexor breaking during deployment (incl. Flexor/handle separation)' and "stent elongation". No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #: k182980. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When releasing the biliary stent, the releasing system broke. No more control of the release. Impossibility to remove the stent. Current condition of the patient: no serious consequences: the stent finally deployed on its own and in the right place. Device available for investigation. Actions taken in the establishment:increased monitoring during similar procedures. "As per complaint form": at the moment of the biliary prosthesis, the system of release has broken. More no control of the width.